Manufacturer narrative:
H6 visual findings observed product came folded in a box. The date of first use was not identified. Evaluation found the product had no dead spots, and never failed once to activate the alarm once the pressure was relieved from the sensor pad. Product passed all functional testing and performed as intended. At this time there is no evidence that a manufacturing non-conformity contributed to the reported complaint, and the instructions for use were reviewed and determined to provide adequate instructions and warnings for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file (B)(4).

Event description:
Supplemental medwatch being sent for additional information.

Manufacturer narrative:
H3: the product is scheduled to be returned but has not been received in by the manufacturer at the time of this report. Therefore, this report is based solely on the information provided by the customer. A device history record (DHR) of the affected lot number did not reveal any issues that could have contributed to the reported incident. No ncrs were identified. The product passed all verification testing and met manufacturing specifications prior to being released for distribution. The instructions for use (IFU) were reviewed and found to provide adequate instructions and warnings for safe and effective use of the device. The IFU states that to reduce the risk of serious injury or death, test the alarm and sensor for proper operation prior to putting in service with a patient, and each time before leaving the patient unattended. If the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. Do not use the alarm or sensor if it does not activate each time weight is removed from the sensor or the sensor belt is unfastened. Never jerk or pull on the cord to remove the sensor cord plug. Doing so will damage cord wires of fall monitor. At this time there is no evidence that a manufacturing non-conformity contributed to the reported complaint, and the instructions for use were reviewed and determined to provide adequate instructions and warnings for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file (B)(4). Product not yet returned.

Event description:
Complaint reported the patient fell because of the sensor pad not activating the alarm. They are using the sitter on cue pro alarm and tested another pad and it worked as designed. I do not know if the patient sustained an injury.